Event description:
It was reported that a shaft break occurred. The target lesion was located in the iliac artery. An 8.0x40x75cm express ld iliac / biliary stent delivery system (sds) was selected to treat the lesion. The stent was successfully deployed. During withdrawal of the sds, resistance was encountered and the distal end of the sds containing the balloon was detached within the delivery sheath. The device was removed with the delivery sheath. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed a break had occurred in the shaft at the proximal balloon bond site, 70.5cm distal to the strain relief. An examination of the break site found that the shaft was stretched. The distal section of the break including the balloon and tip section of the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).